Event description:
Clinical study. Six days after a coronary drug eluting stenting treatment procedure, a subacute thrombosis occurred. Target lesion 1 was identified in the 1st diag with 80% stenosis and a 3.0 mm reference vessel diameter. Target lesion 1 (d1) was treated with placement of a 2.5 x 12 mm taxus express2 8.8% stent. Target lesion 2 was identified in the mid left anterior descending (lad) with 70% stenosis and a 3.0 mm reference vessel diameter. Target lesion 2 (lad) was treated with predilatation and placement of a 3.0 x 16 taxus stent. Residual stenosis was -10%. The pt was discharged the following day on plavix. The pt presented to the ER 5 days later with burning substernal chest pain that radiated to both arms and jaw. Cardiac catheterization revealed: lad - diffusely irregular in its mid-portion with a tubular stenosis of 20-30%. The stent with the mid lad was widely patent. 1st diag - total occlusion with timi 0 flow and no collateral fill, dist cx - 40-50% stenosis before a posterolateral branch, pda - subtotally occluded at its origin, rca - 70% proximal stenosis. There was no intervention performed. The pt's cardiac enzymes met guideline criteria for mi. The pt was discharged the following day on plavix.